Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and dysmenorrhoea ("debilitating pain during menstruation"). The patient was treated with surgery (she underwent removal of the devices on (B)(6) 2016. ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea and pelvic pain to be related to essure. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain/ pain'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 35-year-old female patient who had essure (batch no. 627767-not valid, 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, vaginal bleeding, ovarian cyst, adenomyosis, paratubal cyst and uterine dilation and curettage. Concurrent conditions included menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("sereve cramping"), dysmenorrhoea ("debilitating pain during menstruation/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdomen pain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, fatigue, migraine, nausea and vaginal discharge outcome was unknown and the heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right: four rings visualized left: no rings. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received: reporter, lot number, medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain/ pain'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 35-year-old female patient who had essure (batch no. 627767-not valid, 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, vaginal bleeding, ovarian cyst, adenomyosis, paratubal cyst and uterine dilation and curettage. Concurrent conditions included menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("sereve cramping"), dysmenorrhoea ("debilitating pain during menstruation/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdomen pain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, fatigue, migraine, nausea and vaginal discharge outcome was unknown and the heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right: four rings visualized left: no rings. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea. Lot number 627767 is invalid. Lot number: 627757 manufacturing date: 2008-08 expiration date: 2010-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 35-year-old female patient who had essure (batch no. 627767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("sereve cramping"), dysmenorrhoea ("debilitating pain during menstruation/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdomen pain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, fatigue, migraine, nausea and vaginal discharge outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet was received. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), fatigue, migraine headache, nausea, vaginal discharge, abdomen pain. Reporter information, date of birth, medical history, concomitant drug, events onset date, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain/ pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 35-year-old female patient who had essure (batch no. 627767-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), dysmenorrhoea ("debilitating pain during menstruation/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdomen pain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, fatigue, migraine, nausea and vaginal discharge outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2019: update of information (batch is invalid). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.